Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73d1700314 investigations did not show issues related to the complaint. The device has not been returned. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaw is not opened after loading. There was no reported patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the rotation tab is bent. This indicates that there was an issue with the clips jamming in the device. The jaws were partially closed due to the jaw opening gizmo (jog) being stuck in the forward position. Reference file (B)(4) for investigation photos. The sample was reviewed with a r & d engineer. Functional inspection was returned by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no clip fired. This was repeated several times with no clips firing. No clips were remaining in the device. Therefore, it couldn't be confirmed that the jog would get stuck in the forward position during the loading of a clip. However, the bent rotation tab is an indication that the clips were out of position and stacked on one another. The clip stacking issue would prevent the clips from being able to fire properly. The clip stacking was a result of the manufacturing process. Nc 60039767 has already been opened as a result of this issue. Corrective actions have been put in place to improve the manufacturing other remarks: process and to help prevent the clip stacking issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking was a result of the manufacturing process. Nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to improve the manufacturing process and to help prevent the clip stacking issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The reported complaint of "the jaw is not opened" was confirmed based upon the sample received. One device was received. The device was received with no clips remaining. However, the rotation tab was bent which is an indication that the clips were out of position and stacked on one another. The clip stacking issue would prevent the clips from being able to fire properly. The root cause of this complaint issue is related to the manufacturing process. Nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to improve the manufacturing process and to help prevent the clip stacking issue from recurring. The received sample was manufactured prior to the corrective actions being put in place.

Event description:
It was reported that the jaw is not opened after loading. There was no reported patient injury.